Event description:
Information was received indicating that cadd legacy 1 pump lost programming after the cassette was attached. There were no adverse events reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "no disposable "and high pressure alarm messages after the pump started and a cassette was attached. A functional check and visual inspection were conducted. The reported "pump lost programming after cassette was attached" issue was unable to be duplicated when running the pump with the customer's program. The downstream sensor will be replaced as a preventative measure.